Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient has been receiving ineffective stimulation. Troubleshooting was unable to provide resolution. X-rays were taken and revealed no anomalies. The patient will undergo surgical intervention to address the issue.